Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found that buffer distribution was incorrect. The fse replaced to buffer valve to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high patient results for sodium (na) on their au5800 clinical chemistry analyzer. There was no change to treatment, injury or death associated with this event. The customer did not provide patient demographics. The customer provided an example of initial high result.